Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the arm, which is off label use of the device, on (B)(4) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a sensor restart detection was found in connection with the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).